Event description:
At 0330 hrs at 10 cc syringe with 1535 units of heparin in 10 cc d5w was placed on syringe pump. The clutch was engaged and the rate set at 0.57 ml/hr. At 0400 hrs the pt's act was noted to be 304 seconds, approx 100 seconds greater than previous act drawn one hr earlier. Rn noted the syringe to have only 3 cc volume remaining.